Event description:
It was reported to philips that the administration test failed. There was no patient involvement.

Event description:
It was reported to philips that the administration test failed. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The fse confirmed the device displayed an error message on the home screen of 'power test failure'. The fse traced the issue to the capacitor. The fse ordered a replacement capacitor to resolve the issue. Once the capacitor is received and replaced by the fse, the device will be placed back into customer use.